Event description:
Staple cartridge loaded into stapler on sterile field. Stapler inserted into patient through trocar. Cartridge was noted to have unformed unfired staple emerging from the cartridge. Stapler was removed from the patient. Staple load was removed from field. No harm to patient. New stapler used.